Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications due to high readings.

Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was reading below 40 mg/dl and went into threshold suspend and it's been way off. Troubleshooting was performed for sensor error and calibration error alerts. Customer was advised what alerts were and what caused them. Customer was advised to change out sensor. No further information reported.